Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login, which located on t ICU. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to login and login failed. A technical support specialist (tss) dialed into the server and logged in as cfnadmin, logged in to the es webpage to verify the user's account. The tss dialed into the station and retrieved the logs from program files and advised the customer to check with the hospital information technology (hit) team to verify the customer account status to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.